Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date on with blood glucose of 400 mg/dl. The customer's current blood glucose was 372 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was using insulin pump system within 48 hours of reported high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.